Event description:
During an in clinic follow-up, the cardiac monitor was unable to be interrogated. It is suspected that the device has reached end of life. No known intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device had reached normal end of life which was the cause of the interrogation issue.